Event description:
Patient came into the store on (B)(6) 2015 first thing in the morning. Patient had went to the ER on (B)(6) 2015 around 4pm. Patient initially stated to another attendant that he was walking with the rollator to go inside and the wheel came off and he fell to the ground. And that he tried reaching for the picnic table but missed and went down to the ground. When I was asking him what happened he stated that he was walking with the walker and got to the picnic table and turned around and sat on the rollator. The wife had went back in to get a couple of sodas for them. While she was in there the wheel came off and he had fell completely to the ground. The ambulance was called. The ER report stated patient had a hip contusion, neck and back pain, and a gash on his wrist/forearm. There was xrays that were done of the cervical spine which was mostly degenerative. We have the walker here at the store. Upon examination of the walker the left front wheel was completely off of the walker. It looks like one of the bearings was completely shot.